Event description:
Lack of effect [device ineffective]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This spontaneous case from united states was received on 21-mar-2018 from a pharmacist via health authority (USA-FDA) (health authority number:mw5075501). This case a concerns male patient (age unknown) who initiated treatment with synvisc one and had lack of effect. No relevant medical history, concurrent conditions, previous medications or concomitant medications were reported. On an unknown date in dec-2017, patient received treatment with intra articular synvisc one injection (unknown dose) once (batch/ lot number and expiry date: unknown) for primary osteoarthritis. On an unknown date, the patient had not seen relief in knee pain this time/ lack of effect. Seriousness criteria: medically significant.

Event description:
This spontaneous case from united states was received on 21-mar-2018 from a pharmacist via health authority (USA-FDA) (health authority number:mw5075501) this case a concerns male patient (age unknown) who initiated treatment with synvisc one and had lack of effect. No relevant medical history, concurrent conditions, previous medications or concomitant medications were reported. On an unknown date in (B)(6) 2017, patient received treatment with intra articular synvisc one injection (unknown dose) once (batch/ lot number and expiry date: unknown) for primary osteoarthritis. On an unknown date, the patient had not seen relief in knee pain this time/ lack of effect. Seriousness criteria: medically significant.